Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed seriously heavy 3 week out of the month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("I have the worst memory"), headache ("headache") and mood altered ("moody"). The patient was treated with surgery (scheduled hysto). At the time of the report, the genital haemorrhage, memory impairment, headache and mood altered outcome was unknown. The reporter considered genital haemorrhage, headache, memory impairment and mood altered to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('bleed seriously heavy 3 week out of the month') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), memory impairment ("I have the worst memory"), headache ("headache") and mood altered ("moody"). The patient was treated with surgery (scheduled hysto). At the time of the report, the genital haemorrhage, memory impairment, headache and mood altered outcome was unknown. The reporter considered genital haemorrhage, headache, memory impairment and mood altered to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: social media received-case become incident adverse event nos replaced new events bleed seriously heavy 3 week out of the month, I have the worst memory, headache, moody were added. Reporter were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.